Event description:
A nurse reported that the surgeon was unable to aspirate during a cataract extraction procedure. The sys was exchanged and the case was completed following a 10 minute delay. There was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
The company rep did not visit the customer's facility as this issue was resolved over the phone. The company rep had the customer troubleshoot for a vacuum leak and it was observed that the handpiece (hp) tube connection was leaking. Once this component was secured, the customer did not observe anymore nonconformities. There were no samples returned. A review of complaints for the last 24 months did not indicate any add'l similar reports for this sys. The customer reported issue was not confirmed or replicated. Therefore, the root cause could not be determined. (B)(4).